Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective aux interface pcb would not allow the workstation to boot correctly. The facility engineer was going to order the replacement pcb and install the pcb. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 2600 uroview fluoroscopy system would intermittently not boot correctly.